Event description:
It was reported that during a da vinci nissen fundoplication procedure, the endowrist one vessel sealer instrument did not seal, the patient bled, and the surgeon made the decision to convert to open surgery. On (B)(4) 2015, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) who spoke directly to the surgeon about the reported event. The csr was not present during the surgical procedure. According to the csr, the surgeon informed her that the bleeding occurred after he attempted to seal vasculature with the endowrist one vessel sealer instrument around adhesions connected to the patient's pancreas. The surgeon was able to control the bleeding via open surgery and the nissen fundoplication procedure was completed. She also indicated that no blood transfusions were administered to her knowledge and no post-operative complications were reported. On (B)(4) 2015, isi also contacted the isi clinical territory associate (cta) who was present during the da vinci surgical procedure. According to the cta, the surgeon was able to use the endowrist one vessel sealer instrument for about an hour during the surgical procedure without any issues. However, during an attempt to seal an unspecified vessel towards the end of the surgical procedure, the endowrist one vessel sealer instrument failed to seal. The cta indicated that he heard the da vinci system give audible beeps indicating that the sealing was completed. After bleeding was observed from the vessel, the surgeon immediately made the decision to convert to open surgery. After controlling the bleeding, the surgeon completed the nissen fundoplication via open surgery. No post-operative complications were reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's system logs with a procedure date of 03/16/2015 revealed that no related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: the endowrist one vessel sealer instrument failed to seal during a da vinci surgical procedure. However, there is no indication that a serious patient injury occurred.